Event description:
Information received from the field notes that the patient presented to the office after a transtelephonic check showed a magnet rate of 53 ppm. The programmed rate was 60 ppm. The patient complained of feeling tired. During interrogation, dashes (---) were observed for several parameters. After multiple attempts, the device accepted programming. The physician elected to replace the device instead of having a software download perfomed.